Event description:
It was reported that patient had pain and symptoms of infection following a poly exchange we did on (B)(6) 2013. Surgeon removed the poly to do a I&d. Surgeon inserted the same size poly following washout.

Manufacturer narrative:
Additional information was requested and if received will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had pain and symptoms of infection following a poly exchange we did on (B)(6) 2013. Surgeon removed the poly to do a I&d. Surgeon inserted the same size poly following washout.